Event description:
Reference number (B)(4). Event occurred in united states. On (B)(6) 2025, the patient called to report issues with applying inset infusion sets. The patient performed their first supply change, ate dinner, then noticed that their blood glucose levels began to rise (over 400mg/dl and was out of range for more than 90 minutes). The user inspected their infusion set and noticed that there was insulin leaking, and that the cannula was not fully set in place. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: austria.